Manufacturer narrative:
The lot was manufactured from october 19, 2016 to october 21, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked into its overpouch. The reporter stated there was liquid inside the overpouch and what looked like crystalline substance. The device was compounded with fluorouracil and sodium chloride 0.9%. There was no patient involvement. No additional information is available.